Manufacturer narrative:
The reported event was lead dislodgement and deformed helix. As received, a complete lead was returned in one piece with the helix found stretched/bent and clogged with dried blood/tissue. An x-ray inspection found the helix stretched/bent, consistent with procedural damage. The cause of the reported event was due to procedural damage.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had dislodged. During repositioning of the lead, it was found that the helix was deformed possibly due to when body tissue was being removed from the helix. The rv lead was replaced. There were no adverse health consequences to the patient.